Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer will receive a replacement device.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, after the second defibrillation shock was administered, their device's screen went black. The medic had to stop patient care due to the screen becoming black. He could hear the CPR metronome and CPR voice prompts still functioning normally. The paramedic attempted pressing the power button and believes he may have removed one of the batteries to get the screen to come back on. The screen reappeared and the device continued where it had left off. The device worked normally without further issues for the remainder of the event. The patient did not survive the event. The customer, a clinical director, does not believe that the reported issue caused or contributed to the patient's outcome due to the patient not being in a shockable rhythm.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, after the second defibrillation shock was administered, their device's screen went black. The medic had to stop patient care due to the screen becoming black. He could hear the CPR metronome and CPR voice prompts still functioning normally. The paramedic attempted pressing the power button and believes he may have removed one of the batteries to get the screen to come back on. The screen reappeared and the device continued where it had left off. The device worked normally without further issues for the remainder of the event. The patient did not survive the event. The customer, a clinical director, does not believe that the reported issue caused or contributed to the patient's outcome due to the patient not being in a shockable rhythm.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, after the second defibrillation shock was administered, their device's screen went black. The medic had to stop patient care due to the screen becoming black. He could hear the CPR metronome and CPR voice prompts still functioning normally. The paramedic attempted pressing the power button and believes he may have removed one of the batteries to get the screen to come back on. The screen reappeared and the device continued where it had left off. The device worked normally without further issues for the remainder of the event. The patient did not survive the event. The customer, a clinical director, does not believe that the reported issue caused or contributed to the patient's outcome due to the patient not being in a shockable rhythm.